Event description:
It was reported that the patient presented via remote transmission. Upon review, the right atrial lead exhibited low pacing impedance. The lead was explanted and replaced. The patient was in stable condition.